Event description:
It was reported that the patient turned over in bed, put pressure on her device, and felt like it started stimulating and burning her. It was noted that the patient¿s family member found the ¿remote¿ and believed they changed the programs when trying to turn it off. The patient was directed to contact her physician. It was noted that the device started tingling and the patient was hurting.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v856545, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v856545, implanted: (B)(6) 2012, product type: lead. (B)(4).